Event description:
Event date: aug 1997 suspected multiple cultures were contaminated by the bactec tb-460 invasive needle. It was confirmed that the needle was not being heated to the proper temperature by the instrument in-between cultures. After investigation, it was concluded that there was a "true positive" pt in each cluster (january, april, and august), that through the improper heating of the bactec tb-460 needle, contaminated the other cultures. Ten pts had similar incidents obtaining "false positive" tb results.

Event description:
Event date: aug 1997 suspected multiple cultures were contaminated by the bactec tb-460 invasive needle. It was confirmed that the needle was not being heated to the proper temperature by the instrument in-between cultures. After investigation, it was concluded that there was a "true positive" pt in each cluster (january, april, and august), that through the improper heating of the bactec tb-460 needle, contaminated the other cultures. Ten pts had similar incidents obtaining "false positive" tb results.

Event description:
Event date: aug 1997 suspected multiple cultures were contaminated by the bactec tb-460 invasive needle. It was confirmed that the needle was not being heated to the proper temperature by the instrument in-between cultures. After investigation, it was concluded that there was a "true positive" pt in each cluster (january, april, and august), that through the improper heating of the bactec tb-460 needle, contaminated the other cultures. Ten pts had similar incidents obtaining "false positive" tb results.

Event description:
Event date: aug 1997 suspected multiple cultures were contaminated by the bactec tb-460 invasive needle. It was confirmed that the needle was not being heated to the proper temperature by the instrument in-between cultures. After investigation, it was concluded that there was a "true positive" pt in each cluster (january, april, and august) that through the improper heating of the bactec tb-460 needle, contaminated the other cultures. Ten pts had similar incidents obtaining "false positive" tb results.

Event description:
Event date: aug. 1997 suspected multiple cultures were contaminated by the bactec tb-460 invasive needle. It was confirmed that the needle was not being heated to the proper temperature by the instrument in-between cultures. After investigation, it was concluded that there was a "true positive" pt in each cluster (january, april, and august), that through the improper heating of the bactec tb-460 needle, contaminated the other cultures. Ten pts had similar incidents obtaining "false positive" tb results.

Event description:
Suspected that multiple cultures were contaminated by the bactec tb-460 invasive needle. It was confirmed that the needle was not being heated to the proper temperature by the instrument in-between cultures. After investigation, it was concluded that there was a "true positive" pt in each cluster (january, april and august), that through the improper heating of the bactec tb-460 needle, contaminated the other cultures. Ten pts had similar incidents obtaining "false positive" tb results.

Event description:
Suspected that multiple cultures were contaminated by the bactec tb-460 invasive needle. It was confirmed that the needle was not being heated to the proper temperature by the instrument in-between cultures. After investigation, it was concluded that there was a "true positive" pt in each cluster (january, april, and august) that through the improper heating of the bactec tb-460 needle, contaminated the other cultures. Ten pts had similar incidents obtaining "false positive" tb results.

Event description:
Event date: aug 1997 susepected that multiple cultures were contaminated by the bactec tb-460 invasive needle. It was confirmed that the needle was not being heated to the proper temperature by the instrument in-between cultures. After investigation, it was concluded that there was a "true positive" pt in each cluster (january, april, and august), that through the improper heating of the bactec tb-460 needle, contaminated the other cultures. Ten pts had similar incidents obtaining "false positive" tb results.

Event description:
Event date; aug. 1997 suspected multiple cultures were contaminated by the bactec tb-460 invasive needle. It was confirmed that the needle was not being heated to the proper temperature by the instrument in-between cultures. After investigation, it was concluded that there was a "true positive" pt in each cluster (january, april, and august), that through the improper heating of the bactec tb-460 needle, contaminated the other cultures. Ten pts had similar incidents obtaining "false positive" tb results.

Event description:
Event date: apr. 1997 suspected that multiple cultures were contaminated by the bactec tb-460 invasive needle. It was confirmed that the needle was not being heated to the proper temperature by the instrument in-between cultures. After investigation, it was concluded that there was a "true positive" pt in each cluster (january, april, and august) that through the improper heating of the bactec tb-460 needle, contaminated the other cultures. Ten pts had similar incidents obtaining "false positive" tb results.